Event description:
Samples had completed running in the centrifuge and the technician hit the lid release button. She put her fingers under the lid to lift it and the lid proceeded to draw back down on her fingers. The device: hettich rotanta 460 centrifuge.======================manufacturer response for centrifuge, rotanta (per site reporter)======================replaced gas shocks.